Event description:
Information received from the field notes that during threshold testing, pauses were noted in the paced rhythm. The magnet rate was 95 ppm and the device was still showing beginning of life (bol) behavior. No pauses were noted on a holter test. The patient was pacemaker dependent and had a history of dizzy spells.